Manufacturer narrative:
Reported event: an event regarding pain & revision involving an mako stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Original date of surgery was (B)(6) 2014. Patient presented with thigh pain during appointment. Surgeon said, " the bone density scan was not hot and saw no radial lucent lines on x-rays." Femur and head were revised to a competitor's product. Cup and liner where not exchanged.

Manufacturer narrative:
The other device listed in this report: cat # 186636-00 lot # 004441-01, description: fem head-ceramic 36mm sm-restoris. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Original date of surgery was (B)(6) 2014. Patient presented with thigh pain during appointment. Surgeon said, " the bone density scan was not hot and saw no radial lucent lines on x-rays." Femur and head were revised to a competitor's product. Cup and liner where not exchanged.